Manufacturer narrative:
Based on the limited information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported pain experienced by the patient post implant. The patient who reported the event did not consider this to be a problem with the device, but alleges the surgeon placed the wrong mesh in the space. This information reported by the patient cannot be confirmed by davol at this time. The bard 3dmax mesh is anatomically designed with left side and right side product codes to conform to the inguinal anatomy. As the patient was treated for bilateral condition it possible both left and right were available at point of use. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol by the patient: the patient has alleged that in 2010 he underwent bilateral inguinal hernia repair. He reports that he was implanted with a bard 3dmax right mesh to repair the hernia on the left side in an open procedure fixated with staples. A laparoscopic procedure was performed on the right side and a bard perfix plug was placed. The patient alleges that immediately post op he experienced pain in the area of the left repair and was admitted overnight to treat the pain. He states that the pain has continued for 5 years and in 2015 he was evaluated by the implanting surgeon for which no definitive diagnosis or treatment was offered. The patient reports that he presented for a second opinion, and underwent an ultrasound and CT scan. The results of these tests have not been reported to davol. The patient states the pain radiates down his left leg causing difficulty when walking and that he has discussed possible explant of the mesh with his surgeon. The patient has stated that he believes that the pain is due to the surgeon having placed the bard 3dmax right mesh in the left inguinal space and also being fixated with several unspecified staples